Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after valve deployment, 18f tavr sheath was removed and exchanged for manta sheath/introducer. Upon full insertion of manta sheath assembly, strong pulsatile bleeding was evident around manta sheath/introducer. Physician discussed the possibility of the arteriotomy being torn or larger than the manta sheath od, which would explain the bleeding around the sheath and present at skin level. Manta deployed correctly, but strong pulsatile bleeding persisted. Manual pressure held for 5 min, after which an angiogram was taken that showed bleeding at the access site, but proper placement of marker relative to vessel and appropriate vessel run-off. Manual pressure held for additional 10min until bleeding at skin level subsided, and a final angiogram showed no more bleeding from the access site, and and proper placement of manta implant relative to the access site. It was noted, however, that a small defect in the vessel, was visible at the access site, and it was confirmed that a similar defect was visible on the initial post-access angiogram. No further intervention was performed. Prior to the patient being moved from the or, a femstop was placed on patient at 40mm hg pressure as a precautionary measure. Additionally, a 24hr post-op ultrasound was scheduled to assess condition of the vessel. Approximately 4 hours after the procedure, I was able to confirm with physician that the patient was stable and doing well.

Manufacturer narrative:
No device was returned for investigation. The manufacturing records were reviewed and no anomalies or related non-conformances were identified in the records associated with this lot. Based on the event description and detail regarding the event describing there is indication that a torn or enlarged arteriotomy may have been present prior to manta device deployment. It was reported the pulsatile bleeding persisted after manta deployment, further indicating an enlarged or torn ateriotomy may have been present prior to manta use. Angiography from the case was requested but unavailable for review, which could confirm the characteristics of the access site on the vessel and inform a possible cause of the enlarged or torn arteriotomy. The closure activated clotting time (act) of 260 was slightly above the IFU listed procedure requirement of less than 250 seconds, which may relate to the need for manual pressure as an adjunct to manta deployment. It was reported that the final angiogram showed no more bleeding from the access site, and proper placement of the manta implant relative to the access site. It is not able to be confirmed based on the information available whether an intra-procedural complication had occurred that could associate to the bleeding observed. If an intra-procedural complication was noted, the manta IFU states with respect to this, "the safety and effectiveness of manta device has not been established in ... Patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation."